Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The sensing vector was set to the secondary vector. Technical services reviewed the electrograms and discussed them with the caller. There were no additional adverse patient effects. The system remains implanted.